Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port clip of an external pulse generator was broken. The return status of the device is unknown. There was no patient involvement.